Manufacturer narrative:
Lumenis investigated the reported events contacting the user facility to obtain patient's treatment settings and patient photographs. The patient's treatment settings were provided. An examination of the subject device by a lumenis technical expert concluded the system performed to required manufacturer specifications. No related device malfunction was observed. Subject device malfunction is not the suspected caused of the reported events. Furthermore; the engineer noted debris on the treatment tip. A lumenis healthcare professional evaluated the reported event details concluding the reported treatment settings were not appropriate for the patient's reported skin type based on common medical practice and device labeling. Furthermore; the professional concluded the probable root cause to be debris build up on the treatment tip as a result of insufficient cleaning by the user facility in contradiction to device labeling. A review of subject device labeling found the following precautionary statements: "danger - the sapphire tip of the handpiece must be kept clean during patient treatment. Foreign matter on the tip will get hot due to absorption of laser light and can cause epidermal injury and substantially increased pain."

Event description:
A user facility reported that two patients sustained blisters to the face and chin area respectively following hair removal treatment with a lumenis lightsheer et laser. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.